Event description:
It was reported that the customer received a motor error alarm first. The insulin pump then powered off and lastly he received a compromised force sensor system alarm. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test and motor test. No unexpected motor error alarms noted. The insulin pump alarmed primed during basic occlusion test due to loose/flush drive support disk. The insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.